Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot baseline pt) was confirmed. Upon investigation it was discovered that resistor 4781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The driven ground failure prevented the monitor form performing a baseline. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support to report that she was unable to baseline a male pt. The pt was provided with a replacement monitor.